Event description:
2003. Procedure: ganglionolysis. Based upon the information reported in the operative report: the patient was sedated and the electrode was inserted through the left foramen ovale. After placement of the electrode the settings on the unit were changed from stimulation to lesion mode, and there was no evidence of heat being generated from the electrode tip. The settings and the electrodes were changed but the device still did not work the doctor reports "repeated neurological, examinations during after the trial showed no evidence of neurological deficit." The following month, based upon the information in the doctors follow up report, the patient reported resolution of preoperative pain despite the fact that no heat was delivered during the procedure. No buccal trauma was noted. Tegretol was prescribed. 2004. Based on the report of a consulting physician, the patient tried to go ffo the tegretol but facial pain worsens. The patient has, "residual numbness of the cheek on the left side..says their tongue is also numb.